Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Event description:
It was reported that the device had gone into a hardware vvi reset mode. The patient felt the patient notifier. It was noted that the patient has not had surgery, radiation, gone through MRI scan since the device has been implanted. The device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device was found to be in hardware vvi reset when it was received. The hardware reset was caused by a depleted battery. The device was analyzed with a new battery and found to be normal. The battery was sent out to the vendor for further evaluation. Analysis identified an internal anomaly within the battery. This anomaly caused the low battery voltage and hardware reset experienced in the field.